Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they were having to charge their implant 4 to 5 times a day and pt did not provide an event date. Pt stated their pain ended but they were having to charge 4 to 5 times a day and they were having to charge more frequently right before the second one when they had their appointment on the 21st and pt was telling them that their battery was not lasting very long. Pt stated they were plugging the battery over and over and when they were reprogrammed the pain level was at 22.6 (ps understood this as their stimulation settings were at 22.6). Pt stated they were told to turn it up and charge it (ps understood this as pt was told to increase their stimulation and to charge their implant). The patient was redirected to their healthcare provider to further address the issue. Ps had difficulty understanding the pt during the call. Redirected caller: patient's hcp.